Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that when she tries to give herself a bolus, it is very slow and the button does not respond initially to deliver a bolus. Customer had to press the act button multiple times to get the bolus to deliver. Customer changed the battery to see if it was a battery issue but it was still not responding well. Customer stated that the bolus was not recording well. Customer stated that it was not counting up for the delivery but it did show that it was recorded in the history. Customer was having issues with her buttons not responding and the bolus not recording correctly while delivering.